Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) replaced the valve group and pim. The device passed the pre-use inspection. The device passed all factory-specified performance and safety index tests. The device has been delivered to the customer and can be used clinically.

Event description:
It was reported that during the test before using the equipment, cardiosave intra-aortic balloon pump (iabp) failed pim test and the valve group was leaking (k8 had a serious leak). There was no patient involvement.

Manufacturer narrative:
Due to character limitation, below field are added from e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.